Event description:
It was reported that during the procedure, the doctor did not place an outflow graft clip due to the surgical access not allowing it. Additionally, the doctor did not change the outflow graft involved in the torsion and a repair was performed on the implanted one. The doctor had a new outflow graft and clip as a backup within the institution; however, it was not possible to change them due to the age of the patient and the high risk of complications. The patient was hemodynamically stable and did not present with further problems with the pump. The patient was walking and in cardiac rehabilitation. The patient will undergo anti-coagulation adjustment, cardiac rehabilitation, daily follow-up and surveillance of laboratory tests, and then clinical discharge for outpatient management.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction and thrombosis could not be confirmed from this evaluation as no images of the obstruction or product were submitted for review. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2017. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. This IFU contains information regarding the preparation of the sealed outflow graft in section 5 ¿surgical procedures¿. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief ensuring that the line is straight. This section also explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages in place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow. Section 5 also instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length under ¿attaching the sealed outflow graft to the aorta.¿ section 1 of this document lists pump thrombosis events as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 "patient care and management" lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. Section 1 of the heartmate 3 lvas IFU "introduction" provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms, including the low flow hazard alarm, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information to the manufacturer's investigation conclusion: the submitted controller event log file contained data from (B)(6) 2021 at 0:08:56 to (B)(6) 2021 at 12:38:06. On (B)(6) 2021 from 0:08:56 to 3:47:49, there were numerous captured events where the calculated flow was below the low flow threshold of 2.5 liters per minute (lpm) and as low as 0.1 lpm, resulting in 161 low flow faults and 137 low flow alarms. On (B)(6) 2021 at 3:49:37 the driveline was disconnected resulting in lvad_off, low flow and driveline disconnect alarms and low flow, low pump current, pwr a and pwr b broken and com a and com b faults. The driveline was reconnected on (B)(6) 2021 at 12:19:10 and the pump started at 12:20:33. Reportedly, the driveline was disconnected due to the surgery. The pump operated at the set speed for the duration of the captured data. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the controller was disconnected from the pump on (B)(6) 2021, originally thought to be due to a low flow alarm but later confirmed to have been during the surgery. It was reconnected on (B)(6) 2021.

Manufacturer narrative:
Patient weight was estimated from most recent figure provided. (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was hemodynamically stable with no previous symptoms before the patient's device alarmed for low flows and progressively decreased. The pump had low power without pulsatility index (pi) events. A tomograph of the thorax with contrast was performed that showed torsion of the outflow graft inside the bend relief. Thrombolysis was performed. Surgery was performed with evidence of the torsion of the graft which was cut and sutured. Thrombs were extracted from the outflow graft and the pump flow normalized. The patient was discharged stable to cardiac rehabilitation.